Event description:
Per independent repair center statement unit is alarming or red light. The key failure was the pilot valve was not shifting. Additional malfunctions were the clamp hose and tie wraps were leaking.